Event description:
It was reported that two breakfast meal announcements were logged on the ilet bionic pancreas overnight and early morning while the patient was at work, and the family questioned whether these were accidental entries; the patient¿s blood glucose at the time of inquiry was 118 mg/dl. Symptoms included insufficient information to characterize any clinical effects. Outcomes included insufficient information regarding event impact. Investigation included interviews with the family and analysis of information provided by the user, including review of uploaded device logs. Investigation of this case revealed no findings available, with insufficient information to identify a device problem or a specific component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
Initial.